Event description:
It was reported that the ventilator generated high oxygen concentration alarms while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient and the returned o2-sensor that measure the oxygen gas concentration have been investigated. The oxygen gas module and the o2-sensor was installed in a reference system for simulated use testing. No deviation was found. The oxygen gas module was also tested in the gas module test system and the tests rejected the gas module, that had drifted and delivered slightly more gas than expected. If this failure mode appear in ventilation, it may lead to high pressure and high oxygen concentration. The failure was confirmed in received device logs and we could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2016. The root cause of why the oxygen gas module had drifted, has not been determined.

Event description:
(B)(4).